Manufacturer narrative:
Evaluation method: medical review. Results: review of this file indicates that a 12.6 icl was implanted and the surgeon noted the angles to be narrow. The icl was exchanged to a smaller length (12.1) but angles were still narrow. Despite the fact that iop and vault was normal, surgeon decided to explant the lens. In situations as described above, staar recommends that the lens be explanted only when the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in the patient's eye on (B)(6) 2013. The lens was explanted on (B)(6) 2013 because the surgeon was concerned the angle was narrow and felt the patient may get glaucoma. The reporter stated the vault was adequate. The lens was removed with no patient injury. The patient had a refractive lens exchange.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).